Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device left opened staples. The user had to apply too much pressure to fire. Surgery was prolonged one minute. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/23/2009. Info anticipated, but unavailable at this time.